Manufacturer narrative:
H10: the customer reported pm / calibration. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.the proximate cause of the customer report of preventative maintenance was determined by service to be due a calibration issue. The customer report of preventative maintenance was confirmed and was result of a failed calibration. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The proximate cause of the report of preventative maintenance was determined by service to be due a calibration issue. The barrel clamp failed pm/cal. A pm was performed and the device was recalibrated for rate accuracy and pressure with passing results. It was determined the proximate cause of the male and female iuis is the result of corrosion/wear. It was determined the proximate cause of the barrel clamp replacement is a result of damaged/wear. It was determined the proximate cause of the front and rear case replacement is the result of damage/wear.

Event description:
The device was damaged and need preventative maintenance (pm)/calibration.